Event description:
On 10/3/91 device was implanted. On 3/17/94 the cylinders and pump were revised. On 9/3/96 the device was removed from the pt and a malleable device implanted due to a failed prosthesis. Add'l info received on 10/3/96 indicates fluid loss from cylinder. Add'l lot and serial number: 4751m 015.